Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the wireless footswitch was unable to pair. Upon troubleshooting, the investigation revealed that the wi-fi signal was indicating a red status, and the battery was flashing green. Despite following the troubleshooting procedures outlined in the manual, the fse was unable to establish a stable connection using the current equipment. To resolve the issue, the fse then replaced the wireless footswitch and the base station. The defective wfs base station was returned to philips for failure analysis. The cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the wfs base station and wireless footswitch by the field service engineer has resolved the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. The system was not in clinical use at the time of the event. No harm was reported to philips.